Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during lead revision procedure, the pulse generator exhibited backup vvi mode after suspected electrocautery interaction. After a device download, the device resumed normal function.